Manufacturer narrative:
Corrected information: as the device was not used during the procedure this event no longer meets reporting guidelines. The investigation confirmed resistance and skived material near the distal end of dilator when a brk needle/stylet assembly from current inventory was advanced through the dilator. The dilator tubing was cut lengthwise and evidence of skiving was noted at the distal end of the dilator. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the skiving evidence was not conclusively determined.

Event description:
During an atrial fibrillation ablation procedure skiving occurred. While assembling a non-abbott needle into the sheath, skived particles discharged from the introducer tip.

Manufacturer narrative:
Further information revealed the skiving event occurred during device preparation, prior to insertion. Device had no contact with the patient and the patient is stable.